Event description:
Caller alleged imprecision with inratio. Results as follows: 08/14/06 first test inr = 4.8, second test inr = 3.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060127: 08/14/06 first test inr = 4.8, second test inr = 3.6, mean = 4.2; sd = 0.84; %cv = 20%. The %cv is equal to 20%. Per internal procedurethe precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.